Event description:
It was reported that the customer went to the hospital with an unknown elevated blood glucose (bg). Cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.